Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, the stent dislodged. The lesion location is unknown. The physician was attempting to implant a 3.50x20mm veriflex stent. The stent came off the platform and was ultimately implanted. There were no reported patient complications and the patient status is fine. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).